Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a pacing lead after the initial positioning the parameters were not optimal and there was difficulty placing the lead. It was also noted that the pacing lead was possibly fractured. Removal of the pacing lead was attempted. However, it was impossible to retract the helix of the pacing lead, so the physician pulled slightly on it and they heard a clicking sound. It was noted that the helix was broken and it was no longer present at the end of the pacing lead. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a pacing lead after the initial positioning the parameters were not optimal and there was difficulty placing the lead. It was also noted that the pacing lead was possibly fractured. Removal of the pacing lead was attempted. However, it was impossible to retract the helix of the pacing lead, so the physician pulled slightly on it and they heard a clicking sound. It was noted that the helix was broken and it was no longer present at the end of the pacing lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a piece of the helix remained in the patient¿s heart and the location of the lead wasn't optimal for a left bundle branch lead.